Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an alert for secure sense due to sporadic noise on the ventricular channel. Review of session records revealed discrimination channel partially detecting vs. Lead damage was suspected. Lead provocative test was suggested. The lead was explanted and replaced without any issues. There were consequences for the patient. No lead damage was confirmed.